Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and ¿feeling bad¿ (not further specified). On the same day as onset, the patient was hospitalized for the event. Treatment was not reported. It was reported that retraining on aseptic technique was not done as the patient was still in the hospital. At the time of this report, the peritonitis was resolving, the patient was recovering from the event, and dianeal automated peritoneal dialysis (apd) therapy was ongoing. No additional information is available.